Event description:
It was reported that at 0615 the ICU nurse programmed the pump module to infuse a secondary infusion of potassium chloride 20meq/100ml over 2 hours but instead the nurse found the bag empty at 0640. The pump module read that the medication was infusing at 50ml/hr. The primary infusion of 0.9% sodium chloride was infusing at an unknown rate. The potassium chloride infusion was followed by a magnesium sulfate 1gm/100ml infusion. The pump module was placed close to heart level and there were no device alarms noted. The customer states there was no patient harm.

Manufacturer narrative:
The investigation determined that the suspect device is a disposable set and requires a new manufacturer report number. Please reference manufacturer report number 9616066-2019-02841 for MDR reporting.

Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that at 0615 the ICU nurse programmed the pump module to infuse a secondary infusion of potassium chloride 20meq/100ml over 2 hours but instead the nurse found the bag empty at 0640. The pump module read that the medication was infusing at 50ml/hr. The primary infusion of 0.9% sodium chloride was infusing at an unknown rate. The potassium chloride infusion was followed by a magnesium sulfate 1gm/100ml infusion. The pump module was placed close to heart level and there were no device alarms noted. The customer states there was no patient harm.